Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported "capsular contracture baker grade I", "device migration/implant malposition", "change shape/size/style" and "ptosis" via national breast implant registry (nbir). Patient underwent capsulectomy. This record is for the left side. Device was explanted.